Event description:
A patient was positioned on the andrews bed per protocol. The tibial support lever was positioned down and movement lever was pushed. The bed proceeded to move; not only the tibial support but also put the patient in trendelenburg position- an unintended action. The patient was repositioned again and the lever was pushed again; this time the patient moved laterally to the left. The intended action was to just move the extremity. The patient was returned to neutral position, removed from the andrews bed to a transport cart and then to a jackson or table to complete the required surgery. All positioning was done with the patient under general anethesia.